Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151259.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate lv output on the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Correction: to b5 and h6 for arrhythmia possibly related to sjm product.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate lv output and following this an arrhythmia was noted possibly due to the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.